Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant product: product ID: 694765, lead, implanted: (B)(6) 2012. Product ID: 4549, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device longevity was 10 days shy of four years. It was noted that the left ventricular outputs were set high and the patient was 100 percent paced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.